Manufacturer narrative:
Trend analysis: no trend identified. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that there is 1mm radiolucency of the glenoid component at 1 year follow-up. Review of received data: 9 x-rays were received for investigation. Three x-rays for follow-up (ap external, ap internal and axillary) at 6 weeks, 6 months and 1 year. In general the components are correctly sized and positioned. In the x-rays of the 6 months follow-up and 1 year, a thin radiolucent line can be observed around the glenoid pegs. The surgical report of implantation was sent for investigation. No conspicuousness. The report of the follow-up visits have also been sent for investigation. The reports states that the patient is doing well and have no concerns with the right shoulder. The report of the visit of august 13, 2014 states that the x-rays were reviewed and there are no concerns. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis, dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning: not possible: the x-rays show correct sizing and positioning of the implants; loosening due to wrong geometry of peg, wrong positioning, insufficient bone: not possible: the x-rays show correct sizing and positioning of the implants; bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp: not possible: the x-rays show correct sizing and positioning of the implants; loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp: not possible: the x-rays show correct sizing and positioning of the implants; implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function: possible: the cement did not perform as intended; damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment) due to intraoperative corrections might contribute to poor long-term results: possible: during cement hardening the glenoid component slightly moved. However, this is not reported in the surgical report. Conclusion summary: on the x-rays a thin radiolucent line is visible, however this line does not indicate that the glenoid component is loosen. Additionally, there is no increase of the radiolucent line thickness between the 6 months and the 1 year follow-up and the patient is asymptomatic. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an a.s. Glenoid l cemented on the right side on (B)(6) 2014. The patient is being monitored due to 1 mm of glenoid radiolucency after 1 year.